Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
Unintended energization.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a stuck trigger was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.